Event description:
The last three sensors are giving me inaccurate low readings which are substantially lower than the finger prick tests I use to verify. I have requested the company replace these sensors but they have denied. Pt code: 4582. Device code: 1535. Referenced reports-mw5185302, mw5185303.